Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6) 2011: covidien was notified via e-mail from philips healthcare that they were informed that a pt died after injection of air by an injector. Info was received on (B)(6), via an external source, independent of the hospital and unrelated to philips which leads philips to the conclusion that an adverse event incident has occurred earlier at a site where our engineer, apparently, shortly after the incident occurred was requested to check the functionality of the injector connected to one of our x-ray systems. Pt outcome: pt died at another hospital, where he was transferred, apparently after the incident of injecting air via the injector. No further info available.